Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no. 363083 batch no. 9315357. Lab experiencing overfill of bd vacutainer (363083) sodium citrate tubes ( 2.7ml).

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 295453. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that 9 bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill during use. The following information was provided by the initial reporter: material no. 363083 batch no. 9315357 lab experiencing overfill of bd vacutainer (363083) sodium citrate tubes ( 2.7ml).